Event description:
It was reported the pt experiences discomfort at the ipg site. The pt's ipg is superficial and the physician is concerned that it might erode through the skin. Surgical intervention was undertaken on (B)(6) 2014 and the pt's ipg was relocated and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.